Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the failure to open had not been determined.

Manufacturer narrative:
H3: product analysis. As found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex shield device was returned within the catheter. Damage location details: the pushwire was extending out from catheter hub. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The distal and proximal ends of pipeline flex shield braid were found fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. No bent or kinked was found with catheter body. The phenom 27 catheter tip and marker were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the pipeline flex shield device was pushed out from catheter lumen without any issue. The total and usable lengths of phenom 27 catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. Conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure /incomplete open at distal as the distal and proximal ends of pipeline flex shield braid were found to be fully opened and damaged. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex shield more than two times. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat an unruptured, saccular aneurysm located in the left ophthalmic carotid artery, a pipeline embolization device (ped2-475-16) failed to open in its distal section after being deployed more than 50%. The aneurysm measured 6.0 mm in maximum diameter with a 5.0 mm neck diameter, and the vessel exhibited moderate tortuosity. A triaxial system was utilized, including a phenom 27 microcatheter, with average artery measurements of 4.0 mm distally and 4.6 mm proximally. The device was resheathed and release was attempted three times without success. Subsequently, the device was removed and replaced with a new device, which was successfully deployed. The pipeline was not positioned in a bend. There were no additional steps or other devices required to open the pipeline. There was no medical or surgical intervention required to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. Dual antiplatelet therapy with clopidogrel and asa was administered. Post-procedure angiographic results showed no lesions, and the patient outcome was reported as alive with no injury.